Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone16.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the intensive care unit ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels were not reported. The patient had been wearing the pod for longer than 48 hours on the arm, when they were admitted to the ICU. It was reported that the patient was able to smell insulin for a few days prior, and it was thought that the pod had been leaking during wear. The patient confirmed that the cannula had properly inserted into the skin. Symptoms reported included feeling ill and vomiting. The patient was treated with intravenous insulin and fluids. The patient was discharged 4 days later, on 09-jan-2026. The patient confirmed that the pod had been discarded.